Event description:
The customer reported that the heartstart mrx airworthy locked up/hangs. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.